Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation.

Event description:
The customer reports: the vascath was inserted appropriately under us guidance (the patient was known to be a difficult vascular access) the left internal jugular appeared patent and was cannulated using the needle and syringe in the vascath set. Dilatation was uneventful and the wire insertion appeared normal. The difficulty arose on withdrawal of the guidewire through the vascath when resistance was encountered but apparently not undue force was used to withdraw the wire. On removal the wire was unbraided and elongated - it was uncertain if all of it was removed at this point. Aspiration was possible from only one lumen of the vascath and this too was slowly withdrawn and removed. It was only on applying the us probe that the retained wire was seen. This was reviewed by a consultant radiologist who confirmed retained wire and small hematoma adjacent to the ijv. A CT was advised and performed and discussion with vascular surgery followed. It was felt that there was no ongoing vascular injury that needed any intervention and the plan was to deal with the retained guide wire when the patient was over his acute illness. The patient subsequently died but this was not related to the retained guidewire.

Manufacturer narrative:
(B)(4). The customer returned an unraveled guide wire, a 2-lumen catheter, and the product lidstock for evaluation. The guide wire was returned completely removed from the catheter. The components showed evidence of use in the form of dried blood. Visual examination revealed the guide wire is unraveled from the distal weld and is kinked/distorted in several locations along the body. The proximal end of the guide wire is undamaged but the distal end is unraveled, kinked and looped. The core wire distal j-bend was deformed and exposed out of the coil wire. The returned catheter shows evidence of use but no obvious defects or anomalies. Microscopic examination of the guide wire revealed that the distal weld was not present on the end of the unraveled coil wire, indicating the weld had separated and was not returned. However, based on the dimensional analysis and visual examination of the broken wire, it was confirmed the core wire was broken adjacent to the distal weld. The exposed distal core wire tip is tapered and discolored at the point of separation. The proximal weld was present and appeared full and spherical. Microscopic examination of the catheter did not reveal any defects or anomalies. The guide wire was kinked 339 mm from the proximal tip and looped/distorted between the kink and the distal tip. The distal j-bend was also kinked 17 mm from the distal weld. The broken core wire measured 601 mm in length, which is within the specification of 596- 604 mm per guide wire product drawing; therefore no pieces of the core wire appear to be missing. The outside diameter (od) of the guide wire, the length of the catheter body, and the catheter distal tip inner diameter were measured and all were found to be within specification. A lab inventory guide wire of same diameter as that supplied in kit cs-22122-f passed through the catheter body and distal extension line of the returned catheter with minimal resistance. The undamaged proximal portion of the returned guide wire was also able to advance through the catheter distal tip and juncture hub with minimal resistance. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed on the guide wire and catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire unraveled and separated was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. The guide wire and catheter met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the vascath was inserted appropriately under us guidance (the patient was known to be a difficult vascular access) the left internal jugular appeared patent and was cannulated using the needle and syringe in the vascath set. Dilatation was uneventful and the wire insertion appeared normal. The difficulty arose on withdrawal of the guidewire through the vascath when resistance was encountered but apparently not undue force was used to withdraw the wire. On removal the wire was unbraided and elongated - it was uncertain if all of it was removed at this point. Aspiration was possible from only one lumen of the vascath and this too was slowly withdrawn and removed. It was only on applying the us probe that the retained wire was seen. This was reviewed by a consultant radiologist who confirmed retained wire and small hematoma adjacent to the ijv. A CT was advised and performed and discussion with vascular surgery followed. It was felt that there was no ongoing vascular injury that needed any intervention and the plan was to deal with the retained guide wire when the patient was over his acute illness. The patient subsequently died but this was not related to the retained guidewire.